Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-aug-2019 with the following findings: the keypad was found to be intact; no peeling or damage was observed. All of the keypad buttons were responsive during testing. The keypad was removed and no evidence of contamination or damage was found on the button contacts. The pump was opened and no evidence of moisture corrosion was observed an the keypad connector. The complaint of a keypad button response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; under responsive up and down arrow buttons. There is no indication the alleged product issue caused or contributed to an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.